Event description:
The nurse in charge of the patient reported the patient replaced their pod on the evening of (B)(6) 2025. The patient woke up on (B)(6) 2025 around 9:00 a.m. And realized they had been severely hyperglycemic all night. Patient immediately changed their pod at 9:24 a.m. And checked their ketones according to hospital protocol. Ketones measured 3.4 mmol/l. Emergency services were called and the patient was transported to (B)(6) emergency room. The patient was treated with an insulin infusion (10 iu) and hydration and potassium supplements. Insulin administration via was suspended. The emergency room then supplemented the treatment with 10 iu of insulin injected into a pen. Patient was released rom the hospital at 3:30 p.m., and insulin administration resumed via the automated pod. Dexcom g6 sensor lot number: 7366069 insulin in the pod: novorapid vial; this is no longer available for lot number retrieval.

Manufacturer narrative:
Additional information regarding the incident provided on 27-sep-2025. Update to section b5 - describe event or problem.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient woke up with persistent severe hyperglycemia. Patient's blood glucose levels rose to 354 mg/dl and ketones measured 3.4 mmol/l. Emergency services was called and the patient changed the pod at 9:30 a.m. While waiting to be transported to the emergency room. The pod was worn on the patient's abdomen for between 5 and 24 hours. Pod is not available for return. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.